Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified with being over the +/-6% of the specification but not up to +10.4%. Event log shows two 10 milliliter bolus tests and one 20 milliliter bolus tests were performed prior to return. Use testing performed. The pump's expulsor will be replaced as a precaution to bring pumps delivery into more nominal in the delivery range specification. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump fails accuracy +10.4%. No reported adverse effects.